Manufacturer narrative:
Further investigation is pending.

Event description:
In 2007, a gore propaten vascular graft was implanted in the right forearm for dialysis access. Two months later, the patient presented with chronic pain in the right hand. Propaten banding was done due to vascular steal.